Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The hard drive and the connector for the axiem were both replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that after registration and navigating the surgeon began to feel 1cm inaccurate in the posterior direction. The surgeon was in the maxillary sinus and it showed in the skull base. Site will continue navigating account for the inaccuracy. There was no impact on the patient outcome. Technical services completed their own analysis but were unable to determine probable cause. Trace pattern looked good and had a few points underneath the surface of the model on patient left and right.